Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, high thresholds and pace impedance measurements of greater than 3,000 ohms. A stored ventricular tachycardia event was observed in which there was three seconds of asystole. The patient was not pacemaker dependent at the time. The patient is currently bedridden and has no symptoms. It was noted that the superior vena cava is occluded on the left and right side and the patient has a dialysis catheter. Additional information is being requested from the field for a possible procedure that took place. The lead remains in service at this time. No adverse patient effects were reported.